Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that an outside source is calling on the patient's behalf to report that the patient is in the hospital and having issues with their insulin pump. The patient is unavailable, so they will call back to get more information and troubleshoot at a later time. No further information available.